Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 51 malfunction events. 37 events were due to the device failing to osseointegrate (B)(4). 11 events were due to loss of osseointegration (B)(4). 1 events involved fracture of the device or a component (B)(4). In1 event, it was reported that a device or a device component was cracked (B)(4). 15 events involved an improper or incorrect procedure or method (B)(4). In 1 event there was a mechanical problem identified (B)(4). 1 event was due to material deformation (B)(4). In 48 events, there was no device problem found during evaluation (B)(4). In 2 events, a fracture of a device or device component was found during evaluation (B)(4). In 3 events, a stress problem was identified during evaluation (B)(4). In 1 event, a deformation problem was found during evaluation (B)(4). In 51 events, these are known inherent risk of the procedure. Furthermore, it was found in 16 events that the clinician failed to follow instructions and used the product off-label or contraindicated use. In 9 events, the device failure was found to be related to the patient's condition.

Event description:
This report summarizes <noe> 51 </noe> malfunction events. This report summarizes 51 malfunction events where patients' experienced endosseous dental implant failure. Of these events there were: 15 events where infection occurred. 9 events where inflammation occurred. 4 events where patients' experienced osteolysis. 7 events where erosion occurred. 2 events where patients' experienced pain.